Event description:
It was reported that for a new implant an interrogation that occurred pre-implant showed the elective replacement indicator (eri) message. A reinterrogation indicated a longevity of 9.5-11 years. The device may have gotten cold. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.